Event description:
Instrument failure - the center threaded piece of the drill guide, that threads into the baseplate, broke off in the baseplate during surgery. The surgeons had to remove the baseplate with pliers and put in a new baseplate. Nothing was left in the patient.

Manufacturer narrative:
The instrument was returned on 12 sep 2018. When the reported event occurred the instrument may have been in service for 7.5 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 15 minute delay in surgery, a significant adverse event was indicated, however, surgery was completed as intended and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There are 2 complaints against the reported lot number. The complaint history for the reported part number is as follows: functional -8, dull/worn -6, fit -1, locking mechanism damaged -1, seized/galled -2, threads damaged/galled -12, missing feature -3, missing component -1, bent -5, broke/cracked/damaged -70, hardware missing/lost -5, end of life -1. Examination of the returned drill guide confirmed the threaded tip of the thumb screw broke off (tip not returned). The reported condition could possibly be a result of heavy use/misuse and care must be taken to avoid compromising their performance. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.